Event description:
The device was used during a double stapling technique. Reportedly, the staples did not fire on the anterior side. The surgeon resected the incomplete staple line and applied another device to complete the procedure. The hospital has reported that the patient's condition is satisfactory.